Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the rv lead had dislodged into the atrium. The rv lead was replaced. An explant date was not provided. Should additional information become available this file will be updated.